Event description:
During a call to fresenius customer service (cs), it was reported that a patient on peritoneal dialysis (pd) had peritonitis. Upon follow-up with a pd nurse from the patient¿s pd home clinic, it was stated the patient was having symptoms of fever, chills, vomiting and diarrhea. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available to them. The nurse stated the patient was treated with antibiotic therapy (details not provided) and was continuing pd therapy in the hospital. The patient had not been discharged at the time the follow-up call was performed. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the event.